Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred in the PICC line insertion bay. During insertion into the pt's left basilic, the tip of the peel-away sheath frayed/split, which made it impossible for the user to insert. A seldinger conversion kit was opened to access another introducer, and the second attempt at the procedure was successful. There was a delay reported, however, there was no harm to the pt as a result of the delay. There were no complications, death, or injury reported to the pt.